Event description:
It was reported that the cassette on pump kit cadd-solis was locked wrongly. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual and functional inspection revealed the high alarm displayed cassette not attached properly functional testing was able to replicate the reported issue. The root cause is unknown. Dso sensor calibration was conducted and the device was replaced.